Event description:
Subject ID: 007-10450. Study no: dots. Clinical adverse event received for thigh pain, periprosthetic fracture (femur). Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2015. Date of event: (B)(6) 2022. Date of revision: (B)(6) 2022. (Left hip). Treatment: revision of the liner, stem, and head.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Revision operative notes 05/23/2022 indicate the patient received a left total hip revision with orif due to pain and difficulty ambulating with medial calcar fracture with displaced fragment and subsidence of the femoral stem. Upon entering the joint, a small hematoma was encountered and evacuated. Cabling was placed around the fracture site and the femoral side was replaced with a reclaim implant. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and there is no evidence of device movement or implant migration. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.